Event description:
Patient reported "rupture". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9 h3 h6. Laboratory analysis summary the device related to the reported events rupture, capsular contracture and seroma-late was received on june 12, 2025 with lot number 2509530. Based on the product analysis performed, the assessments of the complaint codes are: * rupture: observed an opening assessed as surgical damage. * capsular contracture: unable to observe as it is not related to the manufacturing process. * seroma-late: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "rupture". Healthcare professional later confirmed left side rupture and reported left side capsular contracture baker grade iii and "seroma". Device has been explanted and replaced with a non-allergan device. Capsulectomy was performed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture" and "seroma-late" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Reason for reoperation: rupture; capsular contracture baker grade iii; seroma. Additional, changed, and/or corrected data: b3, b5, b6, d1, d2a, d2b, d3, d4, d6a, d6b, g1, g2, g4, h4, h6, h11.

Event description:
Patient reported "rupture". Healthcare professional later confirmed left side rupture and reported left side capsular contracture baker grade iii and "seroma". Device has been explanted and replaced with a non-allergan device. Capsulectomy was performed.